Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked when clipping the artery to the gall bladder. It was locked on a major blood vessel and had to be cut off. The area was clipped. No major damage noted and no blood product administered. A new device was pulled to continue the procedure. The patient is currently stable.three attempts have been made to obtain details and, to date, no further information has been received. If the information is provided at a later date, a supplemental medwatch will be sent to reflect any new details.